Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller stated that the patient has a lead placed c5-c7 that may not be connected to an ins. The image shows a coil of leads in the patient's back. The caller didn't have other information about the status of the implanted components, the reason the lead may have been left implanted or when the lead was retained. Tss reviewed MRI information.

Manufacturer narrative:
Continuation of d10: product ID 37702 (B)(6); product type: 0197-implantable neurostimulator; implant date (B)(6) 2008; explant date section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3887-33 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2005; explant date brand name; product ID 3776-60 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2008. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.